Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a interrogation it was noted that the atrial lead encountered sensing and pacing issues. Facility was informed that review of product history did not show pacing and sensing lead issues. It was noted that the atrial lead implanted after the use before date (ubd). Subsequently, the patient was diagnosed with "dilated cardiopulmonary and a low effort". Therefore a system upgrade was performed with implant of implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. During the replacement procedure lead measurements were noted as normal. No patient complications have been reported as a result of this event.